Event description:
It was reported to the MFR that a vns epilepsy pt had passed away. The pt is believed to have died as a result of aspiration of vomitus following a seizure. Attempts to obtain add'l info from the treating physician regarding the event have been made, but have been unsuccessful to date. The last diagnostics tests performed on the pts' device indicate the device was functioning as intended.